Manufacturer narrative:
Concomitant product ID 3387s-40, lot# v969850, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3387s-40, lot# v969850, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot# v884066, implanted: (B)(6) 2012, product type lead; (B)(4).

Event description:
Additional information reported that the lead was replaced. When explanted, it was noted that the first contact was mangled; it had been damaged by the lead cap when it was first implanted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine check with possible programming changes it was found there was an impedance measurement that was out of range. It was noted that the stimulation settings had been working well for the patient. On the left side, a program with electrodes 2 and 3 programmed had a low impedance measurement (31 ohms). An estimated longevity of the battery was performed that estimated 2.4 years until end of service. The device had only been programmed on the specific program since (B)(6) 2013. All other programs and impedance measurements were within normal limits. The physician was going to try programming around the combination of electrodes 2 and 3. The patient may be left on the current settings if other programming options did not work out. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# v969850, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# v884066, implanted: (B)(6) 2012, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# v969850, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was later reported the summer prior to the date of this report the patient had been feeling electrical charges going through his body. The healthcare professional had said one of the electrodes had gone bad or something. The patient had to go back and had surgery for a replacement of the implantable neurostimulator (ins) and wire.